Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery. The customer¿s blood glucose level was unknown mg/dl at the time of the incident. The customer stated that the insulin pump was rejecting new batteries. The customer stated that the alerts and alarms were much louder than they used to be. The customer stated that they had received other error codes. The insulin pump will not be returned for analysis.